Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have low blood glucose of below 70 mg/dl, which was treated with food. Customer's blood glucose at the time of call was 282 mg/dl. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appeared normal, customer was not admitted for medical treatment, customer was disconnected during rewind/prime sequence, customer did not find a leak, time and date were incorrect. Time was off by one hour. After troubleshooting, it was determined that incorrect time of insulin pump may have caused high blood glucose. No further information provided.